Event description:
It was reported that the patient underwent an unknown surgical procedure which included the implantation of zipfix closure devices on an unknown date during (B)(6) 2014. More recently the patient experienced some wound dehiscence at the surgical site. The patient underwent non-elective revision surgery on (B)(6) 2015, and it was discovered that all three zipfix closures had come apart. The zipfix implants were removed and the patient was then plated with a sternal titanium fixation set. There was no delay in surgery reported. This report is 3 of 3 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: three devices of lot number 8434003 where returned with this complaint. One device of the three shows a clear incorrect bending orientation which indicates an incorrect placement of the device by the user. The other two devices seem to have some deformations in the locking head. Based on the findings from the device evaluation it is concluded that the construct was severely weakened through the not properly looked and tensioned device number 3. As a result of this, the devices 1 and 2 together with the assumed two wires used as per technique guide instructions when only 3 zipfix devices are used for the construct closure were subject to an increased loading which overloaded the construct and lead to construct failure. Therefore, this non-manufacturing investigation is closed by product development as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Event date: unknown. Implant date was reported as being approximately (B)(6) 2014. The exact date is unknown. The subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes (B)(4) manufactured the sternal zipfix with needle, part number 08.501.001.01s, lot number 8434003. The (B)(4) parts were released to the warehouse on august 06, 2013. No further inspections were performed. Part expiration date: 04/30/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.